Event description:
It was reported that while prepping for a procedure, the device was inflated prior to utilizing it and there was a leak. It was not used on the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.